Event description:
The customer planned a beam type of "dynamic", when the plan was exported, it had the dicom tag of "static". The started and stop angle difference in pinnacle was less than 1 degree.

Manufacturer narrative:
(B)(4). The undesired dose delivered with this issue still delivers the dose to the target area. During the treatment process, the pt is being constantly supervised where the lack of dynamic gantry motion is obvious and the treatment fraction stopped. In most treatment plans, the gantry will move at least 90 degrees which makes the gantry motion obvious. Common quality assurance practices in aapm tg 40/53 should identify this error and re plan to properly give the correct dose to the pt. There has been no death or serious injury reported as a result of this issue. Due to the multiple qa checks through tg40/53 for pt treatment plan verification, this issue is deemed as 1 not expected to occur. This defect has been reported twice in the span of 11 years. Health hazard evaluation conclusion: this is an acceptable risk a defect has been created for this issue and is targeted to be fixed in the next software release.